Event description:
It was reported that an occlusion alarm occurred., and the caller experienced more than one previous occlusion event. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. No additional assistance was necessary, and the case was closed by customer technical support.